Event description:
It was reported that the intra-aortic balloon was inserted in a pt with vessel calcification and tortuosity. The intra-aortic balloon appeared to be inflating and deflating properly, but the user couldn't get arterial pressure. The intra-aortic balloon was removed and the physician started to insert a second intra-aortic balloon, but bleeding occurred. The intra-aortic balloon was removed and a third was successfully inserted. There was no additional complications. Both of the catheters were discarded by the hosp.